Event description:
No information provided. It was noted during analysis that the proximal end of the deltapaq cerecyte microcoil 1.5 mm x 2 cm (cdf10015230/g11504) has compression (buckled) damage.

Manufacturer narrative:
No information provided. It was noted during analysis that the proximal end of the deltapaq cerecyte microcoil 1.5 mm x 2 cm (cdf10015230/g11504) has compression (buckled) damage. No complaint was filed with this product return and no further information is available. The coil was returned severely damaged. Currently there are no complaint trends or concerns regarding this lot number. Without a complaint concerning this device, the exact root cause cannot be determined. However, the evidence from the coil buckling in multiple sections (including the proximal end) indicates that distal interference may have produced this damage. The circumstances of how and where this damage occurred cannot be determined. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.